Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia and seizure, on (B)(6) 2019 with 40 mg/dl blood glucose level. Customer thinks the insulin pump did not working correctly due to which they had low blood glucose. The devices will not be returned for analysis.